Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert and unexpected restart alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer was treated with insulin pump and drank water. The insulin pump alarmed unexpected restart in the past. The troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned the analysis.